Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event for approximately three days. The patient received unknown intraperitoneal antibiotics (dose, frequency and duration not reported) as treatment for the peritonitis event. The patient was recovered from this peritonitis event. It was reported that the patient was retrained in aseptic technique. Action with pd therapy was not reported. No additional information is available.